Manufacturer narrative:
(B)(4). One actual sample and one companion sample were received for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Visual inspection was performed on both samples. The actual sample had a cut in the tubing on the patient line, which started to leak during priming. No other defects were found on the actual sample and no defects on the companion sample. A functional inspection was performed with the companion sample and a full therapy was run with no issues or defects. This complaint could not be confirmed. A root cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter to report that cut lines were noticed on the cassette, which started to leak during priming. There was no patient involvement.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. One actual sample and companion sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.